Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for further evaluation nor has a medtronic service engineer evaluated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the ht70 ventilator generated a beep sound, the touch panel stopped working and ventilation stopped. The patient was transferred to an alternate ventilator. There was no patient harm reported. It was additionally noted that the device generated system error after powering on the next day.

Manufacturer narrative:
Additional information: the pcb (printed circuit board) was replaced by an authorized third party tokibo (tkb) on july 9th, 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to section h6 evaluation codes method. Additional codes added to section h6 evaluation code result additional information received: the pcb (printed circuit board) was replaced by an authorized third party tokibo (tkb). If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional codes added to section h6 evaluation code method and result. Device evaluation summary: one single board computer (sbc) was returned to medtronic for further analysis. The reported symptom could not be duplicated, but different symptoms were observed. After a visual inspection of the board, transformer t1101 (component of the usb port circuit) was observed to be damaged. The board was installed into an ht70 test ventilator and the rs232 serial port of the test unit was connected to a computer with hyperterminal software. The test ventilator was powered up in debug mode and the flash geometry was reviewed. According to the captured hyperterminal feed and observed that two bad blocks in the flash memory. The test ventilator was powered down and powered back up. Reviewed the log file and cause of this anomaly could not be determined. The test ventilator was allowed to ventilate on the incoming settings for approximately 1 day and observed that the test ventilator continued to ventilate without any error. The reported symptom could not be duplicated, but different symptoms were observed. Transformer t1101 was damaged and there were two bad blocks in flash memory. The investigation found that the reported symptom could not be duplicated, but different issue was found and the cause of the secondary event was isolated to the damaged transformer t1101 and two bad blocks in flash memory. The cause of the reported event could not be established. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.